Event description:
Matristem sheet natural ecm wound dressing administered to wound. Pt experienced cellulitis of the left leg and left ankle to dressing and required hospitalization and surgery. Consideration of allergic reaction to the allograft due to it's porcin protein nature or perhaps what it may have been preserved with.